Event description:
"After using system and taking off the blade physician realized handle was hot and continued to heat without being used so that when he wanted to change blade the handle was so hot it burned its hand."